Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshoot the issue. The fse completed routine maintenance activities. They found that the mc cup for crem had the old style syringe and cup assembly installed. They replaced the crem cup and replaced all required parts. The system was restored to full functionality. In conclusion, the cause of this event is a hardware malfunction. Beckman coulter internal identifier: (B)(4).

Event description:
The customer reported obtaining one (1) erroneous low crem (modular creatinine)patient results on their unicel dxc 800 pro synchron system. No issues with sample integrity or quality control (qc) results were reported by the customer. The results were not reported out of the laboratory.